Manufacturer narrative:
Per the surgeon, the receiver/stimulator was explanted on (B)(6) 2021. There are no plans to reimplant the patient with another cochlear device as of the date of this report. This report is submitted on october 28, 2021.

Manufacturer narrative:
Per the clinic, the device was partially explanted leaving the receiver stimulator and ec1 lead in place. There are plans to remove the receiver/stimulator on (B)(6) 2021. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on september 02, 2021.

Manufacturer narrative:
This report is submitted on june 21, 2021.

Event description:
Per the clinic, the patient experienced a non-device related infection and extrusion of the electrode lead into the external auditory canal. Subsequently, the patient was treated with antibiotics (type, date and duration not reported). The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.